Manufacturer narrative:
The company rep evaluated the system. Corrections included replacement of the ECG module. The unit was tested to factory's specs. It functioned normally and was returned to use.

Event description:
The customer reported the passport v monitor had an error message, which may have no resulted in loss of ECG monitoring. No pt injury was reported.